Event description:
Patient was undergoing percutaneous coronary intervention. During deployment of a cardiac stent, the balloon ruptured at approximately 16 atm pressure, which is the rated burst pressure of the balloon. The stent was deployed successfully. The patient later developed complications and was transferred to another health care facility and subsequently expired.